Event description:
A valiant captivia stent graft was implanted in the patient for the endovascular treatment of a thoracic aneurysm. Vessel morphology was reported as the diameter of the non-aneurysmal proximal neck was 30mm and the diameter of the non-aneurysmal distal neck was 34mm. No calcification or thrombus was noted. During the index procedure deployment of the stent graft was uneventful. On an unknown date the patient received an intervention where forceps were placed on the proximal side of the valiant stent graft due to an aortic blockage. An elephant trunk was placed at the level of the descending aorta. To place the elephant trunk, physician clamped the aorta by forceps. The elephant trunk was placed at the descending aorta. A leak type iii (pinhole) was identified from the clamped site. The patient was treated by adding a valiant stent graft and the endoleak type iii was resolved. The physician noted the type iii endoleak due to the forceps placed to resolve the aortic blockage. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).